Manufacturer narrative:
This report is made in response to a medwatch ((B)(4)). The report was investigated and confirmed there was no harm to the patient or user.

Event description:
The user facility reported bite block was missing from two pouches. There was no report of harm to the patient or user.

Manufacturer narrative:
New information: returned product was evaluated and confirmed to be missing the bite block component. Review of the device history record confirmed the packaging operation and monitoring were recorded with acceptable results. Aside from the event subject of this report, us endoscopy has received no other complaints of any type associated with the lot.